Event description:
It was reported that the patient presented to the hospital for a follow-up on (B)(6) 2021. During examination, it was noted that there were several non-sustained right ventricular oversensing (nsrvo) alerts on the right ventricular (rv) lead. It was observed that the pacing lead impedance on the rv lead was consistently low and the nsrvo episodes were caused due to noise on the rv lead. The physician performed isometric testing on the patient and lead noise was reproduced. Programming changes were made to the lead. The patient was in stable condition throughout.

Event description:
New information received notes the right ventricular lead was explanted and replaced on (B)(6) 2021. Also, the physician found insulation damage on the lead during procedure. The patient was in stable condition.

Manufacturer narrative:
Additional information: b1, b2, b5, d6b, h1, h6.